Event description:
A customer reported that their pump issued an alarm identified as alarm 20 during the loading process. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller on proper procedures and assisted in loading a new cartridge; however, the alarm recurred, preventing successful insulin therapy resumption. Consequently, a replacement pump was arranged, and the customer was to use multiple daily injections (mdi) as a backup therapy. Instructions were provided to the customer on storing the pump and returning it with a pre-paid label. The customer confirmed understanding and acknowledged the instructions.